Event description:
It was reported, the patient had been taken to the emergency room for something not related to the pump. It was noted that the pump was alarming as the patient had missed her pump refill on (B)(6). The pump had been empty since february 3. The health care provider (hcp) indicated that the physician was not going to refill the pump and did not want to refill the pump with saline. It was unknown if the patient experienced withdrawal. The pump system delivered a baclofen concentration of 4000 mcg/ml and a dose of 1208.6 mcg/day along with a morphine concentration of 2 mg/ml and .6008 mg/day. Further, the hcp stated, the patient ¿looked awful¿ had rigors, hallucinating seeing water and shaking when she came in and the reporter thought the patient was in withdrawals. However, the physician was adamant that it was not withdrawal. The pass code was provided to program the pump off. The caller was aware of the potential of baclofen withdrawal and provided that information to the emergency room (ER) staff and managing physician. However, they still wanted to stop the pump. The pump was successfully programmed off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).